Event description:
It was reported by the affiliate that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the second clip would not feed into the jaw properly. It did not fall into the pt. The case completed with another device and there was no consequence to the pt.